Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they are receiving a lost signal on their transmitter. The customer's mother stated that the customer experienced both high and low blood glucose. The customer's blood glucose was 42 mg/dl. The customer treated with juice and glucose tabs. She had symptoms of vomiting and ketones. The customer's blood glucose went up to 500 mg/dl and she treated by manual injection. The product will not be returned for analysis.